Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. The intraocular lens (iol) is not returning for evaluation as it was discarded, therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Event description:
It was reported that a dcb00 intraocular lens (iol) was advanced into patient's eye. The patient had a floppy iris creating a rent in the capsule- the leading haptic stuck to the iris. The surgeon used an iris spatula to unstick the lens and removed it. Additional viscoat was used to stabilize eye pressure. Patient then had an anterior vitrectomy followed by a successful placement of a backup dcb00. Sutures were placed to seal the wound. It was indicated that no lens was to returned as it was discarded on the surgical field. No other information was provided.